Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital the guidewire was returned, and it was observed that the coil wire was unraveled, and the core wire was found detached from the distal tip to the transition point. Also, the guidewire was kinked and bent at the distal section. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the interatrial vasculature. A .035in, 300cm back-up meier was selected for use. However, during unpacking, it was noted that the end of the guidewire was separated. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the interatrial. A .035in, 300cm back-up meier was selected for use. However, during unpacking, it was noted that the end of the guidewire was separated. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure.